Event description:
Revision completed due to instability. Doi: 2016. Dor: (B)(6) 2022. Affected side: left knee.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.